Manufacturer narrative:
Device evaluation: one cadd extension sets was returned for analysis. The sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed using a syringe to infuse water into the ay bag. Leak was detected in the ay bag, and the leak was located in the edge in the top of the ay bag. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is that the ay bag was damage during assembly process, due to a worn tool that had sharp edges, used to removed foreign material. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd cassette reservoir leaked from the medication bag inside of the cassette. The fluid was noted to be leaking form the top of the cassette. The patient changed the cassette to resolve the issue. There was no reported serious injury to the patient.